Manufacturer narrative:
(B)(4). Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the stent implant, on the distal shaft, on the hypotube, on the hub, and in the guide wire lumen. There was contrast on the balloon and on the outer member. The stent implant was returned dislodged and located on the distal shaft. The entire length of the stent implant was stretched and mangled. There were pieces of teflon material on the stent implant. There was no other damage noted to the stent implant. The distal and proximal end of the balloon were wrinkled. The working length of the balloon was tightly folded. There were two kinks in the hypotube, 54 cm and 71 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip length was measured and this met manufacturing criteria. The stent implant outer diameter could not be measured due to the damages noted. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the lesion in the proximal right coronary artery (rca) and the stent went proximal into the shaft. Another xience v was used and successfully crossed the lesion. No pt injury was reported. There is no additional event or pt info available.